Event description:
On march 28, 2013, medtronic neurosurgery received a report from (B)(6) hospital in china regarding an unknown model of adjustable hydrocephalus shunt that was said do be allowing excess csf drainage from the patient and that it required readjustment. The device catalog and lot numbers were not provided. On (B)(6) 2013, the device listed in the report was confirmed to be a johnson and johnson brand device, and is not a product that is manufactured or distributed by medtronic neurosurgery. It is unknown if the reported device is marketed for sale in the united states. As the report was deemed erroneous, medtronic neurosurgery will not file form FDA 3500a with respect to this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).